Event description:
Information was received from a patient implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient had their ins moved from their hip area to up closer where their bra was. The patient explained that it had been moved because they had lost a lot of weight. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare professional (hcp). It was reported that the patient first started experiencing the issue on (B)(6) 2017 which conflicts with the patient's previous report that the revision took place in 2016. No symptoms were reported. The cause was not determined. It was reported that patient was offered reprogramming as troubleshooting on (B)(6) 2017. The patient's weight at the time of the event was given. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.